Event description:
Operative report states the left implant was found to be intact but there was a thick capsule surrounding the prosthesis. The right implant was found to have a small hole in a crease.